Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: unknown , batch no: unknown. ¿ it was reported that the user experienced an allergic reaction. ¿ verbatim: one of her patient had an important dermatitis secondary to the use of a chloraprep swab (chloraprep one-step single swabstick, 1.75ml applicator, din 02160757). The allergy tests were negative when 2% chlorhexidine gluconate and 70% isopropyl alcohol were separately tested, however, the result was positive to the swab itself. In order to determine what product her patient is allergic to, dr (B)(6) needs to know all ingredients that are used for the solution as well as the material used for the fabrication of the swab. Since these products are regularly used in surgery preparation, it is important to determine the allergenic product for this patient.